Event description:
Procedure type: gastrectomy. According to the reporter: upon loading the cartridge, sulu indicator didn't light up. The surgeon reloaded the cartridge, it started to articulate even blue toggle was not activated. Then the blue lamp which indicates cartridge change started to flash. The surgeon replaced the cartridge, same incident occurred. The device was not used on patient. Procedure was completed with another device without further incident. Operating time extended: less than 30 min.

Manufacturer narrative:
(B)(4).